Event description:
The customer reported to olympus that evis exera iii duodenovideoscope, air function is disturbed. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the distal end has foreign objects. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following; due to clogging of nozzle, no air is fed; due to clogging of nozzle, no water is fed; distal end is shaved; and due to annual inspection parts must be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material/residual liquid in the distal tip could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and an no additional facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.